Manufacturer narrative:
The software is functioning as designed. The behavior described is the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The surgeon was able to complete a passing registration that was accurate. He proceeded to use navigation and complete the procedure.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. The patient archive was received and analyzed. The fiducial placement was only on one side of the patient. Technical services (ts) recommended better fiducial placement, utilizing the footswitch and tracing in smaller increments, and adding anatomical features to the touch registration as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site was having difficulty with touch registration during the procedure. The site attempted to complete touch registration, but it would never produce an error metric. They were able to get an error metric close to 2 with trace registration but were having difficulty with touch registration. After touching all 7 fiducials, an error message in the bottom left hand corner of the screen popped up saying that registration failed. No error metric was shown, and all 7 touch points didn¿t show any colors. They were able to get a trace registration and added touch points after initialization. The added touch points improved a little, but the surgeon was still not satisfied with accuracy. There was a 40-minute delay to the case due to this issue, and there was no impact on patient outcome.